Event description:
During da vinci hysterectomy, the harmonic scalpel worked without complication on the right side but would not work on the left side. This caused a delay in the case. Surgeon completed the procedure using hand controls. Intuitive rep, jill cusik and customer support notified. Harmonic scalpel info: exp date: 02/2019, ref #: el5ml, lot #: l4ed3x p00019p67.